Event description:
It was reported to boston scientific (bsc) on 10/26/2006 that a customer encountered problems during use of a stent. According to the customer: "during the procedure when deploying the stent, the proximal end of the stent deformed in the artery." The following additional information on the event procedure was received on 01/05/2007: "the stent was fully deployed, but 2 crowns on the proximal end were bent inward and not apposed to the vessel wall." Patient's post procedure status was reported as "good." Manufacturer inquired about patient's current status and the following was received on 1/5/2007: "patient's status is good at this point. Patient is scheduled to be brought back to the hospital to treat the aneurysm. This is not uncommon to stage stent/coil procedures."

Manufacturer narrative:
The device in question will not be returned to the manufacturer for further investigation as it was implanted into the patient. A review of the lot history record was performed on the related lot (of the device in question) and no quality issues or manufacturing related deficiencies were noted. The related lot had met all required specifications, and passed all visual/functional inspections. A search in the complaint database was performed and no other complaint has been reported for the related lot. A review of the percentage rate of complaints observed between jan 2006 and december 2006 summarized that the malfunction similar to the one alleged in this complaint has not exceeded the expected occurrence rate for this product (of the device in question). The root cause for this complaint cannot be determined definitively.